Manufacturer narrative:
It was reported that the flow calculated by the controller was far below the expected values provided by the cardiac output catheter during the implant procedure. It was also reported that adjusting the hematocrit did not bring the calculated flow of the pump to that of the catheter. The controller and pump were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a motor start event on (B)(6) 2017, at 14:28:44 and 15:03:11. The first data point recorded after the motor start event, at 14:29:27, revealed that the flow was estimated at 2.48 l/min (liters per minute) at a speed of 1800 rpms. A vad stop was then recorded at 14:29:41, which was performed by the physician using the monitor. A second motor start event was recorded at 15:03:11. The data point after the motor start, recorded at 15:14:33, revealed an estimated flow of 3.21 l/min at a speed of 2700 rpms. A video submitted showed the monitor with the estimated flow, speed and waveforms; the estimated flow was 0.4 l/min with waveforms fluctuating between below 0 l/min and up to 4 l/min. An image after weaning the patient off of bypass revealed an estimated flow of 3.5 l/min on the monitor. The flow measured by the catheter was not provided. Differences in estimated flow by the controller, and measured flow by another instrument may be affected by procedural-related factors, such as changes in viscosity, which is a parameter used in the enhanced flow estimation equation. Variation in hematocrit can occur during the operating procedure as a result of the cardiopulmonary bypass, which supports circulation during the implant procedure; the variation in hematocrit is difficult to account for during this time, and as a result, can affect the flow estimation. After the procedure, the patient's hematocrit will stabilize, and the estimated flow will reach a baseline that is within expected ranges. Other factors that can contribute to the difference between the estimated flow and measured flow can be related to the accuracy of the measuring system and/or to the clinical state of the patient (whether the aortic valve is opening). Based on the available information, a possible root cause can be attributed, but not limited, to variation in hematocrit due to the procedure, accuracy of the measurement system and/or due to the clinical state of the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that after the ventricular assist device (vad) pump was started in the operating room during the implant procedure, the flow calculated by the controller was far below the expected values provided by the cardiac output catheter. The hematocrit was adjusted but the values were unable to be reconciled. The controller remains in use. No patient complications have been reported as a result of this event.